Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It is alleged that "patient received a gunther tulip filter on (B)(6) 2005 at (B)(6) hospital in (B)(6). Physician allegedly placed the filter. Patient is a resident of (B)(6) and lived in (B)(6) at the time of this placement." It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Hospital records have been requested, but have yet to be provided.

Manufacturer narrative:
Investigative evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff is alleging device tilt and is unable to be retrieved¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time.

Event description:
Plaintiff is alleging pain, swelling and anxiety.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/09/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2005 via the due to gastric bypass surgery. Plaintiff is alleging device tilt and is unable to be retrieved.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. The device was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injuries. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "patient received a gunther tulip filter on (B)(6) 2005 at (B)(6)." It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Hospital records have been requested, but have yet to be provided.